Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported it appears that the pt may have experienced a hernia recurrence, or another regional hernia, as he described the area splitting open, hernia recurrence is a known possible complication and is identified as such in the adverse reaction section of the IFU. A review of the mfg records was performed and found that the lot was manufactured to spec. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
The following allegation was reported to davol by the pt: the pt alleges that he was implanted with a bard perfix plug in 2002 during an emergency umbilical hernia repair site and has increased in severity. Pt alleges that he underwent a CT scan and that the results showed his stomach had "split," causing the mesh to split, resulting in the need for an add'l surgical procedure which was performed in (B)(6) 2014. He reports that he does not know the details of the procedure, but did confirm the mesh was not explanted. The pt is scheduled to undergo another surgical procedure due to pain. The treatment details of this procedure are not known by the pt at this time. Pt reports experiencing no trauma or injury. The pt reports taking pain medication at this time.